Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Officepacs is used for the manipulation and displaying of medical images. Officepacs is designed and marketed for soft copy reading and storage of studies produced by digital modalities. On (B)(6) 2013 a customer reported missing images from an old study. Merge customer support conducted a search of the server and was unable to located the missing studies. This may potentially result in delay in patient care. There was no report of adverse patient impact. (B)(4).